Event description:
It was reported that intima-ii y 24gax0.75in prn/ec slm leaked. The following information was provided by the initial reporter: on (B)(6), 2021, nurse in the second branch of inpatient department gave patient indwelling needle to treat abdominal pain and distention after pancreatic cancer surgery a year later, physiological saline inusion was performed to patient, patient's blood and normal saline leaked from the yellow silicone joint of indwelling needle, so the needle was pulled out , there was broken found at the joint of indwelling needle. The indwelling needle was stopped using immediately and replaced it with a new closed vein indwelling needle with the same batch and model from the same place. Due to the poor condition of the patient's vein, it was difficult to use the closed vein indwelling needle again, caused secondary injury. In subsequent operations, no similar problems were found with the same batch of products. Medical staff explained and communicated with patient, and reported adverse events of medical devices.

Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 0231242. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that intima-ii y 24gax0.75in prn/ec slm leaked. The following information was provided by the initial reporter: on (B)(6) 2021, nurse in the second branch of inpatient department gave patient indwelling needle to treat abdominal pain and distention after pancreatic cancer surgery a year later, physiological saline infusion was performed to patient, patient's blood and normal saline leaked from the yellow silicone joint of indwelling needle, so the needle was pulled out , there was broken found at the joint of indwelling needle. The indwelling needle was stopped using immediately and replaced it with a new closed vein indwelling needle with the same batch and model from the same place. Due to the poor condition of the patient's vein, it was difficult to use the closed vein indwelling needle again, caused secondary injury. In subsequent operations, no similar problems were found with the same batch of products. Medical staff explained and communicated with patient, and reported adverse events of medical devices.